Event description:
Following a catheterization procedure an angio-seal device was deployed in 2000. Six days later, pt developed a hematoma in the right groin. The pt received a transfusion of 2 units of packed cells with a decrease in hematocrit and hemoglobin. Since the pt has a history of cva, pt was kept in the hosp to be monitored and was released in 2000.